Manufacturer narrative:
Pending evaluation. Concomitant devices: 56mm novation crown cup. No information has been provided: (serial number, and exp date).

Event description:
As reported, this (B)(6) y/o female¿s present with right hip pain and was scheduled for a revision due to osteolysis. The patient was last known to be in stable condition following the event. Device not returned due to hospital policy. This patient is known to have arthritis.

Manufacturer narrative:
The evaluation noted that based upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely the osteolysis and patient conditions. Concomitant devices: 56mm novation crown cup.

Event description:
Additional information reported via a legal notification that a male patient, initial right hip implanted on (B)(6), 2014, underwent a revision procedure on (B)(6), 2020, approximately 5 years 10 months post the initial implant procedure due to acetabular loosening, poly wear and osteolysis. The surgeon indicated that the femoral component was "very well fixed with no loosening whatsoever," but that "the cup was completely loosened.¿ the surgeon inspected the acetabular and found a large but contained defect centrally, involving the medial wall likely due to poly wear and osteolysis. The acetabular components and the femoral heads were revised. The patient continues to endure painful recovery and rehabilitation process from his revision.

Manufacturer narrative:
D10: concomitants: 2568595 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups - recall device. 2927690 120-65-30 - bone screw 6.5mm dia x 30mm long. Additional information, including the product investigation, will be submitted within 30 days of receipt. B5: female stated in initial report corrected to male. D10: concomitant devices: - 56mm novation crown cup stated in the initial report is incorrect. See additional mfg narrative for correct concomittants.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of acetabular side loosening secondary to osteolysis. However, the potential contributions of particle-induced osteolysis from prosthesis wear, acetabular positioning, off-label use of multiple manufacturers¿ components, and prior surgical history to the sequence of events cannot be determined as the explanted devices and radiographs were not available for evaluation and limited clinical information was available at the time of evaluation.